Event description:
The surgeon was using a handheld cautery to extract tonsils. There was a spark of fire in patient's mouth. The plastic part of the insulated cautery tip appeared to be where the "fire" started. The scrub tech poured saline into the patient's mouth and the fire was extinguished. The surgeon observed the area for any signs of damage in mouth and was not able to locate any harm to patient.